Event description:
It is reported that a customer was hospitalized on (B)(4) 2015 at 730 pm for diabetic ketoacidosis with a high blood glucose level of over 700mg/dl. The customer stated that there they were wearing the pump during hospitalization. The customer was assisted with trouble shooting and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.